Event description:
It was reported that during pre-testing, the anesthesia bag was found torn. No adverse effects have been reported.

Manufacturer narrative:
Other text: d4: expiration date and h4: manufacture date are unknown, no information is available based on the reported lot number. Device evaluation: one device was returned for investigation. Visual inspection of the returned components found a tear in the breathing bag. During functional testing, the tear in the breathing bag was confirmed. No other anomaly was observed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. To further investigate the cause of the observed condition, the device was forwarded to another investigation site for additional analysis. A supplemental report will be provided when further information becomes available.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. Email is: (B)(4). Secondary component investigation: one device sample was received in used condition without original package. Three photos were included for evaluation; photos show the cut breathing bag in the component. Per visual inspection, it was possible to detect the damage in the breathing bag. Based on the analysis conducted the root cause was user interface by the improper handling during its use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken because the defect was caused by improper handling during its use.